Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, patient received high voltage shocks for ventricular tachycardia (vt), resulting in a slow vt below rate detection. External defibrillation was required. Patient was transferred to ICU and remained intubated. Programming changes were made.